Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, date of implant: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential noise on the superior vena cava (svc) coil of the right ventricular (rv) lead was observed. The lead remains in use. No patient complications have been reported as a result of this event.